Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant check, fluoroscopy revealed that the right atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2018. The patient was asymptomatic and stable throughout.